Manufacturer narrative:
Evaluated one opened/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test, reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into insulin pump, reservoir did not leak or occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report number 3004209178-2016-87136

Event description:
It was reported that on (B)(6) 2015 the customer had high blood glucose of 429 mg/dl. The caller stated that the customer passed away on (B)(6) 2015. The customer was found in bed, at home, face down, with a bucket of white vomit next to her. The coroner noted that the fluid was bile, and indicated that the customer had a sudden onset issue in which her kidneys failed. The cause of death was acute renal failure. The caller stated three months prior to death, the customer was diagnosed with early stages of renal failure. Also, two to three months prior to death, the customer had been bitten by a tick on the left arm, under the bicep. The caller was unsure, whether the customer had a reaction to the bite, or lyme disease, or an infection from the bite. The customer was wearing the insulin pump at the time of death. The customer was using sensors but was not wearing one at the time of death.